Event description:
Per the clinic, the patient experienced pain when wearing the processor resulting in the decision to discontinue use of the device. The implanted device remains. Clinical management of the patient is ongoing.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Correction: per patient's surgeon, the device was not explanted (date unknown) as previously reported. The patient was upgraded with a new processor and is currently using the device. This report is filed (B)(4), 2011. Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on an unknown date; during the same surgery the patient was reimplanted with another device. This report is filed (B)(4), 2011.